Manufacturer narrative:
Results: the pet lock was slightly separated on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil was compressed on its proximal end and damaged at multiple other locations along its length. The pusher assembly was inadvertently kinked approximately 133.0 and 137.0 cm from the proximal end by the penumbra investigator. The friction lock on the introducer sheath was compressed. Conclusions: evaluation of the device revealed the embolization coil was damaged. If introducer sheath is not properly seated inside the hub of a microcatheter, the embolization coil may prematurely take shape within the hub of the device and become damaged. Attempts to advance the already-damaged embolization coil into a microcatheter may result in strong resistance and is likely what was experienced by the physician. Further evaluation revealed additional embolization coil damage and a compressed friction lock on the introducer sheath. These types of damage are likely a result of forceful attempts to advance the embolization coil against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured pericallosal aneurysm using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through another manufacturer¿s microcatheter, the scrub technologist experienced resistance and the physician was asked to minimize the forward pressure of the introducer sheath tip against the hub of the microcatheter. However, the scrub technologist was still feeling resistance as the smart coil was advanced; therefore, the smart coil was re-sheathed. The physician then flushed the microcatheter, checked the rotating hemostasis valves (rhv) to make sure none were too tight and ran a wire up the microcatheter. The physician then attempted to re-introduce the same smart coil into the microcatheter; however, resistance was experienced during the initial push, and then the smart coil stopped advancing. It was reported that the smart coil was stopping at the connection of the introducer sheath and the hub of the microcatheter. Therefore, the smart coil was removed from the microcatheter and the scrub technologist was able to advance it out its introducer sheath with no resistance. The smart coil was then re-introduced into the rhv; however, the smart coil stopped advancing again at the connection of the introducer sheath and the hub of the microcatheter; therefore, it was removed. The procedure was completed using another additional coil and the same microcatheter. There was no report of an adverse effect to the patient.